Event description:
The customer reported a leak at the probe of a coulter act diff analyzer. The customer indicated that the instrument failed hemoglobin (hgb) during startup when the leak was noticed. The volume of the leak was about 1.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted a leak at the probe and hgb failed on startup. The fse replaced the probe and the probe wipe which resolved the leak. The fse replaced the hgb assembly and the hgb passed on startup. The fse indicated that the hgb failures were not related to the leak at the probe. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: probe wipe, hgb assembly. (B)(4).